Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
Additional information was reported that the right ventricular (rv) lead from another manufacturer was removed and replaced on (B)(6) 2019. Then four months later the health care professional (hcp) started to see intermittent jumps in pace impedances, as well as variable automatic capture values. In (B)(6) 2020, the pace impedance was up to about 1433 ohms. Technical services suggested to consider bipolar sense and unipolar pace configurations, and an x-ray to ensure the lead to pacemaker interface is okay. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was noise on the right ventricular (rv) channel of this pacemaker which was oversensed, resulting in pacing inhibition and asystole lasting greater than two seconds. The patient was evaluated in office and clinicians were not able to reproduce any noise. All lead measurements were within normal limits. Boston scientific technical services provided troubleshooting advice. No additional adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service. Additional information was reported that the right ventricular (rv) lead from another manufacturer was removed and replaced on (B)(6) 2019. Then four months later the health care professional (hcp) started to see intermittent jumps in pace impedances, as well as variable automatic capture values. In (B)(6) 2020, the pace impedance was up to about 1433 ohms. Technical services suggested to consider bipolar sense and unipolar pace configurations, and an x-ray to ensure the lead to pacemaker interface is okay. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
The evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that there was noise on the right ventricular (rv) channel of this pacemaker which was oversensed, resulting in pacing inhibition and asystole lasting greater than two seconds. The patient was evaluated in office and clinicians were not able to reproduce any noise. All lead measurements were within normal limits. Boston scientific technical services provided troubleshooting advice. No additional adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service.